Event description:
Dr. Has used the wroblewski compression wire system for a number of pts. On review, he has found that a number have snapped. He is concerned as to the cause of this. The system is used to rewire the trochanter back on after the insertion of the hip implant. If the wires are snapping, the trochanter is therefore not being held in its correct place and would cause problems. The product has not been returned as it is still in the pts.